Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose (bg) events ranging between 40-60 mg/dl; cause was unknown. Juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 43-53 mg/dl were recorded by continuous glucose monitor (cgm) from 2:56:15 am to 5:16:14 am on 12/16/2019. Cgm alert 1 (cgm low alert) enunciated at 2:56:15 am and 5:01:27 am. On 12/15/2019 at 11:16:42 pm and 11:41:48 pm, and on 12/16/2019 at 3:26:51 am, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 52 mg/dl were recorded by continuous glucose monitor (cgm) from 4:56:03 am to 9:01:10 am on 12/18/2019. Cgm alert 1 (cgm low alert) enunciated at 4:56:03 am, 6:51:03 am, and 8:51:06 am. On 12/18/2019, at 2:21:54 am, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.